Manufacturer narrative:
The customer changed the sample probe and there were no further issues. The investigation determined the issue was resolved by the probe replacement.

Event description:
The initial reporter stated they received discrepant results for four patient samples tested with tp2 total protein gen.2 on a cobas 8000 c 702 module. No incorrect results were reported outside of the laboratory. The first sample initially resulted in a total protein value of < 2 g/l, which repeated as 77.5 g/l. The second sample initially resulted in a total protein value of 2.2 g/l, which repeated as 76.9 g/l. The third sample initially resulted in a total protein value of < 2 g/l, which repeated as 69.1 g/l. The fourth sample initially resulted in a total protein value of < 2 g/l, which repeated as 76.5 g/l. The total protein reagent lot number was 497665. The reagent expiration date was requested, but not provided.